Event description:
Capsular bag ruptured during implantation, lens explanted. No vitrectomy required.

Manufacturer narrative:
Hoya surgical optics, inc. (Hso) has been unable to contact the physician despite several attempts. Since hso is unable to confirm that the lens did not cause a serious injury, we are classifying this event, for the moment, as a serious injury.